Manufacturer narrative:
It was reported that the caregiver noticed the legs of the lift were not spreading properly when getting it in place to remove a patient from bed. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.

Event description:
It was reported that the caregiver noticed the legs of the lift were not spreading properly when getting it in place to remove a patient from bed.